Manufacturer narrative:
B3 - date of event unknown. No device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.

Event description:
It was reported that the patient reported that they had air in the line that prompted an alarm on their cadd pump, when the pump was stopped an air bubble was present in the line. The line was disconnected from her hickman¿s line, and extension line to eliminate the air bubble, however this did not stop the pump from alarming. There was patient involvement and patient harm reported.